Manufacturer narrative:
The insulin pump was stuck on a full black display due to moisture damage on the display board. No unexpected alarms or audio anomalies were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received a watchdog timeout alarm. Customer's blood glucose level at the time 180 mg/dl. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.